Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a051104 captures the reportable event of basket failed to release stone. Device code a0501 captures the reportable event of handle detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the sheath was detached in the proximal section and was buckled. A functional inspection was performed and found the basket would not open. Dimensional inspection observed the side car rx was pushed back out of specification. The two photos provided by the customer confirmed the sheath detached and stretched. The reported event was confirmed. Based on all available information, it is possible that due to an excess of force, the manipulation or technique used at that time to interact with the device in conjunction with the tortuousness of patient's anatomy may have caused the detachment of the sheath. Once the sheath was detached, the actuation of the handle would not extend the basket and the manipulation of trying to open the basket exposed the sheath to be buckled and could have caused the side car rx pushback. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 25, 2022. During the procedure, a trapezoid basket was used in an attempt to crush a 12-13mm stone. However, the basket failed to open with the stone still inside the basket. The basket was still managed to be removed from the patient. The procedure was completed through cre dilatation. There were no patient complications reported as a result of this event. Additional information received on may 26, 2022: when the physician attempt to open the basket, the handle detached. The basket was removed using cre dilatation.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to crush a 12-13mm stone. However, the basket failed to open with the stone still inside the basket. The basket was still managed to be removed from the patient. The procedure was completed through cre dilatation. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, a trapezoid basket was used in an attempt to crush a 12-13mm stone. However, the basket failed to open with the stone still inside the basket. The basket was still managed to be removed from the patient. The procedure was completed through cre dilatation. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2022*** when the physician attempt to open the basket, the handle detached. The basket was removed using cre dilatation.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a051104 captures the reportable event of basket failed to release stone. Device code a0501 captures the reportable event of handle detached. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.